Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15311. It was reported the pt's lead and anchor protruded out of the pt. Surgical intervention was undertaken and the lead and anchor were explanted and replaced. Follow-up information indicated the physician stated "everything looks good". The pt also reported receiving effective stimulation.